Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that cartridges split down the right side (right lateral) aspect of cartridge again, starting from the tip and only a couple of millimeters in length. Additional information has been requested however, further information has not been received.

Manufacturer narrative:
Evaluation summary: the cartridge was not returned for evaluation. The indicated lens model is not qualified for use with the cartridge. The root cause for the reported damage may be related to a failure to follow the directions for use. A non-qualified iol was indicated. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or cartridge. The manufacturer internal reference number is: (B)(4).